Manufacturer narrative:
Concomitant medical products: 4469 competitor lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture and no pacing after the original lead implant. The patient's conduction was fine so the rv (right ventricular) lead was programmed off. Years later, during a competitor device replacement, and because the patient's physicians felt the patient would likely have an increased need for ventricular pacing, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found, however the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage; proximal segment returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.